Event description:
Subject randomized to ICD implant. ICD found to have increased threshold the next day. Lead repositioned 2 days later without difficulty. Lead displacement probably was due to lead settling in subclavian aneurysm that was present at initial implant.